Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a bolus stopped alarm. The blood glucose level was 138 mg/dl. Customer stated that the blood glucose was low and the insulin pump did not calculate a bolus at this time. The product will not return for the analysis.